Manufacturer narrative:
The returned air gas module which regulates the inspiratory air gas flow to the patient has been investigated. During test in a reference ventilator, the subtest "internal leakage test" failed during pre-use check with the message ¿system volume too large¿. This indicates that the air gas module does not deliver air gas to the patient with the consequence that the oxygen concentration will be higher than expected. The failure was caused by a defective delta pressure transducer on a printed circuit board inside the gas module. There was no visual evidence of failure in the microscopic inspection of the pressure transducer. The delta pressure transducer is part of the flow measuring in the gas module. A defective delta pressure transducer leads to inaccurate gas flow regulation which will be detected during pre-use check and alarms will be activated if the failure occurs during ventilation. The failure was confirmed in received device logs.

Event description:
(B)(4).

Event description:
It was reported that a high oxygen concentration alarm occurred when the ventilator was being used on patient. There was no patient harm reported. (B)(4).